Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the multigen radiofrequency generator was displaying an error code. As a result, the procedure was canceled. It could not be confirmed if the patient had received anesthesia prior to the procedure being canceled. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the multigen radiofrequency generator was displaying an error code. As a result, the procedure was canceled. The patient was not yet in the room when the reported event was discovered. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updated to indicate the patient was not yet in the room when the reported event was discovered per additional information received. Upon visual inspection, the device was found to have a broken board component. The device was repaired and returned to the user facility.